Event description:
It was reported that a stent fracture was identified. Reportedly, a 6x170 mm and a 6x120 mm stent were implanted to treat a restenosis of two previously implanted stents (competitor's). Approx one year later, during a routine eval, imaging was performed and the 6x170 mm stent was patent; however, the 6x120 mm stent appeared to be fractured and was separated into two pieces. The physician did not perform any treatment. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway.